Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient presented with a 6 month history of difficulty with trouble with driving at night with halos, glare and reading fine print. The patient refraction is -0.50+0.25x112 and clinical exam looks normal. The patient is extremely unhappy. Initially the patient said it was just blurry. Now, patient says that her vision is fine during the daytime but she doesn¿t feel safe driving at night and can¿t judge the distance a car is in front of her. The patient¿s husband states, the same things she was complaining about before surgery but she is adamant that this is worse than before even though her vision is better. Right after surgery of the second eye she mentioned she had diplopia along with general blur and I found she had 1-2 prism d of right hyper. Hence sent her to the ocularists who felt she had a longstanding 1-2 d hyperphoria and they put a fresnel on clear lens for her to try for a while but this made no difference. The fact that she is good during the day but struggles at night sounds like a contrast sensitivity issue to the surgeon but surgeon thought the big claim to fame for the company lens was no impact on contrast sensitivity. Additional information has been requested.